Event description:
It was reported via repair work order that the reverse trend and trend were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.